Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct catalog # is sec 001-0; not 90430 as previously reported. (B)(4).

Event description:
Per the clinic, the patient developed a thickening of the skin at the abutment site, resulting in the decision to explant the device. The device was explanted on (B)(6), 2010. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.